Manufacturer narrative:
Complaint no: (B)(4). The patient was reported to live near (B)(6). Evaluation summary: a device was received for evaluation. Visual inspection noted that the device had been opened. The sponge was found to be dry. The reported problem was identified, but the cause could not be determined. Five retention samples were then evaluated; each of these samples passed split pressure testing, and each of these sample's sponges had adequate iodine and were not dry. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a dry betadine sponge. There was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.